Event description:
The hcp reported that four months post implant, the patient developed redness, swelling and drainage of the device pocket site. Cultures were positive for staphylococcus aureus. The patient was treated with IV antibiotics and the device system explanted. The infection was reported as resolved.